Manufacturer narrative:
The hill-rom technician found during a between patient inspection found the rubber worn on the brake preventing the brake from holding. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating that the brake caster would not hold. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. (B)(4).